Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, it was noticed on the first postoperative day that the lens had rotated by 30 degrees. The iol was positioned at 130 degrees, as verified with opd, and the patient had a residual astigmatism of 0.5 d. The surgeon aspirated the viscoelastic extremely well after the first instance of rotation and pressed the iol against the posterior capsule, everything as it should be. Nevertheless, subsequent rotation of the iol occurred. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the repositioning of the iol was not planned or been performed. There was no patient harm.